Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failure was a leaking sieve bed. Additional malfunctions were a contaminated manifold valve and muffler, and defective tie wraps and hose clamps.